Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) implant wound never healed. There was reportedly a hole that was draining at the implant site and the patient could see one of their leads over the device. The device remains in use. No further patient complications have been reported as a result of this event.